Event description:
It was reported that difficulty occurred during retrieval of the filterwire. The target lesion was located in the carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that the filterwire body could not be retracted. The procedure was completed with another of the same device. There were no patient complications as a result of this event.